Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.(B)(4).

Event description:
It was reported that this patient experienced a syncopal event. A review of the device data identified a lead safety switch had been triggered due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Additionally, noise and oversensing was observed on the rv channel with noise on the atrial channel as well. Testing was performed and impedance, threshold and sensing measurements were within normal limits. However, noise was present on both channels during isometrics and when the device was touched. A revision procedure was performed to replace the rv lead and fluoroscopy revealed the lead was loose from the device header. Visual inspection when the pocket was opened also confirmed the terminal pin was loose but still securely connected. Both leads were removed from the device header and testing was performed utilizing a pacing system analyzer. Measurements were within normal limits and there was no presence of noise. The rv lead was re-connected to the device and the noise observed in the previous follow up visit was no longer observed. The physician suspected the device had expanded with air which resulted in the reported clinical observations. The device was explanted and replaced and the leads remain in service. No additional adverse patient effects were reported.